Manufacturer narrative:
The device, used in treatment, has been returned for evaluation. A visual inspection found the back casing was broken. The functional evaluation established a relationship with the reported failure to charge, the device¿s main battery was found to be defective, which prevented the device from recharging and operating on battery power. The root cause has been determined as battery failure. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. A review of the complaint history found other instances of this reported issue. These instances are being monitored to determine if additional actions are required. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the device did not charge. The event happened during treatment and there was no back up available. No patient harm was reported.